Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. UDI#- (B)(4). This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2017-00189/00190).

Event description:
It is reported that during a osteosynthesis procedure, the anchor fractured during insertion. Subsequently, a second anchor also fractured in the same manner. The patient did not retain any foreign bodies.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch.

Event description:
It is reported that during a osteosynthesis procedure, the anchor fractured during insertion. Subsequently, a second anchor also fractured in the same manner. The patient did retain part of the anchor that was fractured, it remains in the patients bone.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.